Event description:
In (B)(6) 2024, the user experienced a head injury when a tree branch hit the right side of his head, on the implant site. He was not wearing the audio processor (ap) at that time but did have some mild swelling that eventually went away. No dizziness was reported but the user noted an immediate decrease in sound perception when using the ap. It was recommended to disable 2 channels. The audiologist will create a new map. Further proceedings are unknown.

Manufacturer narrative:
Additional information: according to the limited information received from the field damage to the reference electrode caused by the reported external mechanical impact seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. No further information has been received despite requested.

Event description:
In (B)(6) 2024, the user experienced a head injury when a tree branch hit the right side of his head, on the implant site. No dizziness was reported but the user noted an immediate decrease in sound perception when using the ap. The user has been reimplanted.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by the reported external impact, was determined to be the root cause of device failure. Other mechanical damages found are attributable to the removal surgery. Additionally, one channel was found extra-cochlear at explantation. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. In (B)(6) 2024, the user experienced a head injury when a tree branch hit the right side of his head, on the implant site. He was not wearing the audio processor (ap) at that time but did have some mild swelling that eventually went away. No dizziness was reported but the user noted an immediate decrease in sound perception when using the ap.